Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, bleeding was noted from the hemostasis valve when the introducer was placed in the femoral common artery. A non abbott introducer was then used to complete the procedure with no consequences to the patient.